Event description:
It was reported that the patient's pacemaker went into backup vvi for an unknown reason. The patient was not exposed to electromagnetic interference. The device restored to normal function on its own. No other issues reported by patient or physician. The patient will continue with routine follow-up.